Event description:
It was reported that this device had reached replacement time in less than six years. Also, there was a battery depletion alert approximately one week post elective replacement time. The device has been explanted. There were no additional adverse patient effects.